Manufacturer narrative:
(B)(4). D6a: on (B)(6) 2016. D6b: 2021 or 2022. D10- medical product lps fem comp sz e-r, item#: 00599601502, lot#: 63403959. Articular surface size ef 10 mm height, item#: 00596403210, lot#: 63441343. G2: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years post implantation due to pain and malposition of the device. The patient required a right knee replacement due to osteoarthritis. Subsequently, she experienced pain in her right knee and booked an appointment whereupon she underwent further tests. She was informed that the knee had rotated and that it needed to be revised. The patient underwent revision surgery on an unknown date. There is no additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.